Manufacturer narrative:
A review of the event was conducted by an intuitive surgical, inc. (Isi) medical officer and the following additional information was provided: "patient was found to have acute st elevations on EKG during the ion procedure. Procedure was terminated. He underwent a cardiac catheterization subsequently that was found to be normal. The acute EKG changes were attributed to unrecognized volume depletion and high airway pressures. Patient was discharged home in stable condition. There is no allegation that a malfunction of the ion system, instrument, or accessory occurred. Given the available data the event was likely due to the procedure under general anesthesia and not associated with ion system, instruments, or accessories. Myocardial ischemia is a contraindication to bronchoscopy per british thoracic society guidelines. Bronchoscopy is a minimally invasive procedure with a low risk profile and is rarely associated with myocardial infarction. A retrospective study of 20,986 bronchoscopies reported 1 myocardial infarction (0.004%). A more recent prospective multicenter international study of 1,215 reported no associated events of myocardial infarction. In a survey of 103,978 bronchoscopies 71 cases (0.068%) of associated cardiovascular events. Rand iad, blaikley j, booton r, et al. British thoracic society guideline for diagnostic flexible bronchoscopy in adults: accredited by nice. Thorax. 2013. Facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009. Folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. Asano f, aoe m, ohsaki y, et al. Deaths and complications associated with respiratory endoscopy: a survey by the japan society for respiratory endoscopy in 2010: complications of respiratory endoscopy. Respirology. 2012." A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.

Event description:
It was reported that during an ion transbronchial lung biopsy procedure, the patient experienced st elevations, requiring hospitalization. Closer to the beginning of the procedure, after the physician completed tissue sampling and while awaiting pathology review of the slides, the patient experienced st elevation, prompting the medical team to call a code. The patient's vital signs normalized spontaneously without requiring additional medications or interventions. An EKG was initiated for continuous cardiac monitoring. The physician determined that sufficient tissue had been obtained and the procedure was terminated. The patient was admitted to undergo a comprehensive cardiac evaluation and confirm normal cardiac function. A cardiac catheterization was performed and showed clear coronary arteries. It was concluded that two factors likely contributed to the st elevations: severe, unrecognized volume depletion at the time of the procedure and possible intolerance to high peak pressures from the anesthesia machine as the patient reportedly had no prior cardiac history. The patient was discharged home. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred.